Event description:
Boston scientific received information that this patient passed away following a surgery for a (B)(6) infection approximately two weeks after the pacemaker implant procedure. The origin of the (B)(6) infection was not provided, however, there were no reported allegations that the device caused or contributed to the (B)(6) infection and the subsequent patient death.

Manufacturer narrative:
The local representative contacted the patient's following physician and was unable to obtain any additional information as the clinic was not aware of the reported (B)(6) infection or patient's death. Attempts to obtain additional information from the clinic of the patient's referring physician was also unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.